Event description:
Customer reported via phone, the insulin pump alarms failed battery test every time a new battery is inserted. Customer's blood glucose was 98 mg/dl. Troubleshooting for keypad anomaly was performed. Customer is unable to clear the alarm only silence it. Customer does not recall any significant events which may have caused the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.